Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray failed to open and needed to replace. The user able to recover the malfunction but failed again afterward. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to drawer failed multiple times and have to recover again. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini tray failed. The field service specialist replaced the mini drawer 1x1 control unit and verified proper functionality to resolve the issue. The system functioned as intended after the field service specialist repaired the device.